Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-00168.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.